Event description:
A customer observed negatively biased k+ results on the vitros 350 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No biased patient results were reported. There was no report of patient harm as a result of this event.